Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) kgs) underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while using the first thermocool® smart touch® sf uni-directional navigation catheter (d134702/ 30346852m) the smartablate generator displayed a catheter temperature invalid error message, and the carto 3 system displayed a force catheter sensor error message right after. The catheter cable was replaced, and a new chest patch sensor error was then displayed on the carto 3 system, and the system prompted to re-initialize. The catheter cable was replaced again, without resolution. The catheter was replaced, and the issue had resolved. The carto 3 system is operating per specifications and is not responsible for the product issue. The catheter has been determined to be the root cause of the complaint reported. It was also reported that during the ablation phase with the second thermocool® smart touch® sf uni-directional navigation catheter (d134702/30368361m), there was a drop in the patient¿s heart rate. Ultrasound was used to confirm cardiac tamponade. Pericardiocentesis was performed to drain about 500cc of fluid from the pericardial space. The patient was reported in stable condition and had fully recovery. At least one-night stay was required. Physician¿s causality opinion is that a very long procedure led to the adverse event. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. Irrigation default settings for smart touch sf were used. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm for 3sec; 25% at 3g tag size:3. The color option used prospectively was tag index. The temperature issue was assessed as not MDR reportable. If no temperature, then the ablation cannot be performed since there is no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The force sensor issue was assessed as not MDR reportable. If there¿s an unspecified problem with the force reading from of the catheter, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was not remote. The adverse event was assessed as MDR reportable under the second thermocool® smart touch® sf uni-directional navigation catheter (d134702/30368361m). Since this event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On(B)(6)2020, the product investigation was completed. It was reported that a 67-year-old male patient (71kgs) underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while using the first thermocool® smart touch® sf uni-directional navigation catheter (d134702/ 30346852m) the smartablate generator displayed a catheter temperature invalid error message, and the carto 3 system displayed a force catheter sensor error message right after. The catheter cable was replaced, and a new chest patch sensor error was then displayed on the carto 3 system, and the system prompted to re-initialize. The catheter cable was replaced again, without resolution. The catheter was replaced, and the issue had resolved. The carto 3 system is operating per specifications and is not responsible for the product issue. The catheter has been determined to be the root cause of the complaint reported. It was also reported that during the ablation phase with the second thermocool® smart touch® sf uni-directional navigation catheter (d134702/30368361m), there was a drop in the patient¿s heart rate. Ultrasound was used to confirm cardiac tamponade. Pericardiocentesis was performed to drain about 500cc of fluid from the pericardial space. The patient was reported in stable condition and had fully recovery. At least one-night stay was required. Physician¿s causality opinion is that a very long procedure led to the adverse event. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000724221.